Event description:
It was reported that during a follow up in clinic following an atrioventricular node ablation, myopotential oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic following an atrioventricular node ablation, myopotential oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.